Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced non-auditory stimulation and pain at implant site, resulting in the decision to explant the device. The device was explanted on (B)(6) 2016, re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
This report is filed on february 28, 2017.